Event description:
Customer experienced a malfunction of a ts-1 terminal server on 10/24/06. The replacement ts-1 failed on 11/14. The customer states that, they use the system intermittently and with only 1 or 2 pts. A scan of the logs for pt ids by technical support and engineering found no pt records.